Event description:
(B)(6). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010, the patient was diagnosed with stable angina and was referred for cardiac catheterization. The first, 90% stenosed, 9 mm x 3.5 mm, de-novo target lesion was located in the proximal portion of the saphenous vein graft (svg) to the ramus. The target lesion was treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent with 0% residual stenosis. The second, 95% stenosed, 6 mm x 2.5 mm, bifurcated, de-novo target lesion located in the proximal left anterior descending artery (lad). The second target lesion was treated with direct stent placement using a 2.50 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with st elevation myocardial infarction. The patient was hospitalized and cardiac catheterization was recommended. The totally occluded svg to ramus with thrombus was treated with aspiration thrombectomy, balloon angioplasty and placement of a 4.00 x 22 mm non-bsc stent with 0% residual stenosis. The patient was discharged two days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was previously reported that during the index procedure, the second target lesion was treated with direct stent placement, but now it is reported that the lesion was pre-dilated. It was also previously reported that in (B)(6) 2012, the patient presented with chest pain and the totally occluded saphenous vein graft (svg) with thrombus was treated. Now it is reported that the patient presented with retrosternal chest pain without radiation and that stent thrombosis in the mid portion svg to ramus was treated. It was further reported that during the index procedure, the first target lesion in the svg to ramus had a pre-existing thrombus and was treated with thrombectomy. It was also further reported that during the event in (B)(6) 2012, the patient had elevated cardiac enzymes and an electrocardiogram revealed possible inferior ischemia. Following treatment, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and plavix.